Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient reported shocking at times which was in the beginning and was no longer happening now. No further complications were reported or are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported she had gotten shocked. The patient noted the shocking happened a couple of times. The patient added her husband tried to up stimulation and got shocked 2 days ago and a week or so ago. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information was received. It was reported that the patient felt a sting around where the battery is.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.